Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted twice without user intervention following a battery change. The low battery warning that prompted the user to change the battery was not expected. The verify screen was confirmed each time, and the pump allegedly displayed that the pump cartridge contained no insulin when there was actually insulin remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump black box data revealed an unexplained pump reboot, as well as a time and date reset following a reboot. No damage was observed to the returned battery cap; however, the battery compartment was cracked. The battery cap secured properly to the pump. During testing, the pump was exercised for 24 hours with no power interruptions. The battery cap contact dimensions measured within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated. Unrelated to the complaint, the internal clock battery on the printed circuit board was found to be leaking.